Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The rep reported that the patient¿s ins was not holding a charge properly since being brought out of over discharge. The rep reported that the patient charged to full on the morning of the report and it was already discharged. The rep was charging the patient¿s device during the call and got it to 50%. The rep reported that since she had brought the ins out of over discharge that the battery longevity was damaged from the over discharge/non-use ad the ins wouldn¿t hold a charge. No further complications were reported.